Event description:
It was reported that during a filter implantation treatment procedure, deployment difficulties were encountered. The physician used a right femoral approach and did not experience any difficulty when advancing the introducer sheath and catheter into the pt. The system was flushed using sterile heparinized saline, prior to and during the time that the catheter was in the body. The physician used fluoroscopic guidance during the procedure and was able to retract the introducer sheath without any difficulty. When the filter was deployed in the renal vein, "it was released not enough and asymmetrically." The customer further reported that the filter was deployed at its target location, however, it did not open completely. The physician chose to leave the filter in place. There were no reported pt complications and the current pt condition is reported as "good."

Manufacturer narrative:
The complainant indicated that, the filter remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The device history record for lot number 9156094 has been reviewed. The device history record review confirms that this device met all material, assembly and performance specs.